Manufacturer narrative:
The initial medwatch report indicates: physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the device's electronic patient records from the day of the event and was able to confirm that the device did cycle power by itself. As a precaution, physio replaced the device's battery contact pcb assembly, battery pins and one of its batteries. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The initial medwatch report should indicate: physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the device's electronic patient records from the day of the event and was able to confirm that there were multiple power off and on events in the record. As a precaution, physio replaced the device's battery contact pcb assembly, battery pins and one of its batteries. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the device's electronic patient records from the day of the event and was able to confirm that the device did cycle power by itself. As a precaution, physio replaced the device's battery contact pcb assembly, battery pins and one of its batteries. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. No further details about the patient or the event were provided. After multiple attempts, physio-control has been unable to contact the customer in order to obtain additional details regarding the patient or the event.